Event description:
Following a simulation procedure, the opertor was moving the gantry to the home position (0-degrees). While teh gantry was still moving, the operator pressed the motion enable switch to lower the patient table and allow the patient to dismount. The table reportedly did not lower, and the collision sensors on the image intensifier (ii), rotating with the gantry prompted the ii to move upwards to avoid a collision with the floor. The ii continued to move upwards and collided with the patient table. The collision sensor that should have prevented the table collision reportedly did not activate. The ii movement stopped when the operator released the motion enable switch. Although a patient procedure was being completed at the time of the event, we are unaware of any injury associated with this issue.